Event description:
It was reported that pump displayed malfunction code and customer had no notable events before issue occurred. There was no adverse impact to the customer¿s blood glucose level. Customer had shut pump down and used backup pump for insulin delivery, after technical support advised turning original pump back on, pump restarted without malfunction; technical support advised loading new cartridge, but customer chose to continue using backup pump for three days before returning to original pump.